Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and intermittent loss of capture at maximum outputs. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.